Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was informed that an error 23065 occurred on arm3 but could not be recovered. The error pointed to the set up joint. The set-up joint was replaced to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The unit was returned; however, device analysis is not completed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, an error 32099 occurred on universal surgical manipulator (usm) 3. The customer was unable to recover from the error. The customer tried to reboot the system, but the issue persisted. The issue disappeared when the customer used another system. The procedure was continued using another patient side cart. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using another da vinci xi patient side cart. The field service engineer confirmed errors 32099 and 23065 in the error log. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The inner distal set up joint was analyzed and found to have failed the tornado twag test. The error was confirmed and replicated on an in-house system. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.